Manufacturer narrative:
(B)(4). Batch # p92y12. Investigation summary: the device was received with no apparent damage. When it was connected to a generator and evaluated with a test instrument, the hand activation feature was non functional. However, it worked properly with foot switch assembly. No issues were noted with the pre-run as reported. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece. In addition, the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. A positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device returned to pre-run test automatically. Changed to another one to complete surgery. There was no patient consequence reported.